Event description:
Same case as: 6000093-2006-01187. It was reported by a pt that post a coronary stenting drug eluting treatment procedure, hair loss occurred. A couple of months after the 3.00x32mm taxus express2 drug eluting stent and the 3.50x20mm taxus express2 drug eluting stent were placed, the pt's hair started falling out. This has continued and in the past 2 weeks has become more excessive. No add'l pt complications were reported. Spoke with physician office, however they were unable to provide any add'l info.